Manufacturer narrative:
Title: a comparison between first-generation and second-generation transcatheter aortic valve implantation (tavi) devices: a propensity-matched single-center experience authors: neil ruparelia, dphil, mrcp1,2,3; azeem latib, md1,2; hiroyoshi kawamoto, md1,2; nicola buzzatti, md1; francesco giannini, md1; filippo figini, md1,2; antonio mangieri, md1; damiano regazzoli, md1; stefano stella, md1; alessandro sticchi, md1; akihito tanaka, md1,2; marco ancona, md1; eustachio agricola, md1; fabrizio monaco, md1; pietro spagnolo, md1; alaide chieffo, md1; matteo montorfano, md1; ottavio alfieri, md1; antonio colombo, md1,2 journal: the journal of invasive cardiology; vol. 28, no. 5, may 2016. Date of publish used for event date no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature to investigate the impact of second-generation (2g) transcatheter aortic valve implantation (tavi) in comparison to first-generation (1g) devices with regard to procedural and short-term clinical outcomes. All data was collected from a single center between 2007 and 2015. The study population included 449 patients (predominantly male; mean age 83 years), all of whom were implanted with first generation tavi devices (medtronic corevalve (225) and edwards sapien xt [224]) (serial numbers not provided). 179 patients were treated with 2g tavi devices (edwards sapien 3 (47), medtronic evolut r (18), boston scientific lotus (35), direct flow medical [79]) (serial numbers not provided). The primary endpoint was 30-day safety according to the valve academic research consortium 2 (varc - 2) definition. Among all patients adverse events included: paravalvular leak (pvl), permanent pacemaker implantation (conduction disturbances), stroke or transient ischemic attack (tia), myocardial infarction (mi), bleeding, stage 2 or 3 acute kidney injury (aki). There was 1 incidence of coronary obstruction in the 1g group that was successfully treated with emergency percutaneous coronary intervention with no further sequelae. None of the adverse events were attributed to medtronic product. As multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.